Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was a 4fr sl powerpicc catheter. The investigation findings are consistent with catheter damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and x2 splits were observed between the 12 and 13cm and between the 13 and 14cm markings on the catheter body. A kink impression is visible in the material around the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported that this 13-year-old patient needs chemotherapy due to germ-cell tumor and had a power PICC catheter placed from the left cephalic vein on (B)(6). During chemotherapy on (B)(6), liquid leakage occurred. CT showed that the catheter tip was positioned properly, but severe liquid leakage occurred. Therefore, the catheter was removed and found damaged at the scale of 14 cm and 16 cm. The damage at the 14-cm scale was sever. Catheter leakage, impossible to perform chemotherapy, leading to delay in treatment cycle. Subsequent therapy was given with another infusion tool. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that this 13-year-old patient needs chemotherapy due to germ-cell tumor and had a power PICC catheter placed from the left cephalic vein on february 23. During chemotherapy on may 29, liquid leakage occurred. CT showed that the catheter tip was positioned properly, but severe liquid leakage occurred. Therefore, the catheter was removed and found damaged at the scale of 14 cm and 16 cm. The damage at the 14-cm scale was sever. Catheter leakage, impossible to perform chemotherapy, leading to delay in treatment cycle. Subsequent therapy was given with another infusion tool. No other information was provided.